Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. There was no damaged insulation cables observed during visual inspection. The instrument passed continuity testing. The instrument was fully functional. No product issue was identified. Probable root cause is attributed to customer-induced problems, including misuse of the product and recognition issues.

Event description:
It was reported that during central processing, the insulation wire of the fenestrated bipolar forceps was compromised. Reporter believes the instrument was brand new. There was no report of patient involvement. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.